Event description:
It was reported that while programming a patient's model 106 generator at a dosing appointment with the m3000 programming system, the patient's settings were "zeroed out." No additional relevant information has been received to date.

Manufacturer narrative:
Software version m3000 v1.0.2.4.

Event description:
Incoming communication by a company representative indicated that the patient's settings were reprogrammed to intended settings prior to patient leaving facility. The software version was 1.0.2.4. The manufacturer's programming history database was reviewed and it was verified that the patient's generator was disabled. Internal investigation identified that the m3000 v1.0 software, used here, will provide an invalid parameter values warning and set all output currents to zero if specific criteria are met where a m106 generator has at least one output current programmed to 3.5ma and if the frequency is greater than 10 hz. The invalid parameter warning is errant. The invalid parameter warning notifies the physician in session and allows for the physician to program the patient's generator back to intended settings and therefore does not pose a risk to the patient. The patient was reprogrammed to intended settings by a different programming system. No additional relevant information has been received to date.